Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had an issue with powering on. The patient indicated that the alleged meter issue had been occurring "on and off for weeks." As a result of the alleged meter issue, the patient administered self-care by consuming less food/drink(s) on the day prior, at 9:35 am. On an unknown date/time after the alleged meter issue began, the patient claimed that he developed unspecified symptoms of "high blood sugar." It would have been helpful to know the following information: the patient's testing frequency, his/her medication and diabetes management regimens, what actions were taken before and after the symptoms developed, and if the patient was able to test his/her blood glucose before and after the symptoms developed. In addition, it would have been helpful to know what the patient's last blood glucose reading was before the symptoms developed, when the result was obtained, what date/time the symptoms started, and what date/time the alleged meter issue began. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed that he/she developed symptoms that can be possible associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.